Event description:
On may 6, 2026, senseonics was made aware of an unsuccessful attempt to remove a user's sensor. It was reported an incision was made, but the sensor could not be located or extracted. It was not confirmed whether localization methods such as palpation, transmitter use, ultrasound, or magnet were utilized prior to the procedure. The user was reported to be doing well following the attempt and scheduled a second removal procedure. Subsequent communication indicated that the sensor was eventually successfully removed on (B)(6) 2026.

Manufacturer narrative:
The patient has since resumed normal use of the system with a new sensor. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation